Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that the balloon has a pinhole at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The 100% stenosed lesion was located in the severely calcified anterior tibial artery. After crossing the lesion with a guide wire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured due to severe calcification of the lesion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed lesion was located in the severely calcified anterior tibial artery. After crossing the lesion with a guide wire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured due to severe calcification of the lesion. The procedure was completed with another of the same device. No patient complications were reported.